Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, serial# (B)(4), product type: lead.

Event description:
The patient has increased and decreased and no change. Patient stated the stimulation seemed to be located more towards front rather than in the back. Patient stated this was a new change and was worried about the wire moving. The patient could not seem to regulate it and having accidents and again home bound wearing diapers. Started slowly 2 weeks ago and now back to square one. Additional information reported on (B)(6) 2016 indicated that patient was having accidents right and left so to speak. Changed level of effect to level 2.60. Discussion on 5-2, issue re-occurred. Moved up control to level to 2.75. Sensation was stronger, hoping to solve the problem. After all it was "derby week too much fun to be had". The indications for use for this patient were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.